Event description:
It was reported by ortho-team s.a. That the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation set by our logistics department after the cleaning realized by the sterilization team of the hospital. It is not confirmed that the sales representative was present at the surgery. There was no reported delay of surgery and there was no reported patient injury, adverse event, or clinical consequence to the patient. No additional information was provided by the reporter related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was not retuned to exactech for analysis. Design-related issues: the design of the optetrak locking femoral impactor has been in the field since 2005. Exactech has received 20 complaints involving this device due to being broken since 2008. Because this device is used in total knee surgeries, sales data for femoral components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2011. Therefore, this issue does not appear to be manufacturing-related. Risk management: a review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this femoral impactor, (B)(4) rev-, was reviewed. The risk is captured in row 18. No corrective action is required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken femoral impactor reported was likely the result of years of normal use which possibly led to fracture of the impaction surface. However, this cannot be confirmed because the device was not available for evaluation. Exactech IFU 700-096-004 states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported instrument malfunction is related to any manufacturing issues or design issues, nor did it lead to any patient impact. An investigation was conducted that the most likely root cause of the device breakage reported in this event was likely due to years of normal use which possibly led to fracture of the impaction surface. Attempts have been made for additional information. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event.